Event description:
It was reported that the patient presented remotely via merlin.net transmission, noise episode was observed on the device. Programming changes were recommended but not made. The patient was stable.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.